Manufacturer narrative:
The user experienced diabetic ketoacidosis requiring hospitalization while using the ilet. The user reported a highest blood glucose of 732 mg/dl and believed the event may have been related to the infusion set; however, the infusion set was discarded and was unavailable for evaluation. Engineering review identified no malfunction alerts or factory resets. Device logs demonstrated expected operation, including appropriate alarms, insulin delivery, cartridge changes, and cgm operation. No evidence of interrupted insulin delivery, motor error, or pump malfunction was identified. Evidence of meal announcement misuse was noted during review; however, the exact cause of the hyperglycemia and dka could not be determined. Because the infusion set was unavailable for evaluation and the cause of the serious injury remains undetermined, a device contribution cannot be excluded. A supplemental MDR will be submitted if additional information becomes available.

Event description:
On 12-jun-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose of 732 mg/dl, resulting in diabetic ketoacidosis and hospitalization. The user was treated with IV insulin and IV fluids. The user recovered and discontinued ilet therapy following discharge.